Manufacturer narrative:
Concomitant medical product: 680r26 heart ring, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial lead undersensing of atrial arrhythmia was noted on current egm (electrogram). The atrial lead remains in use. No patient complications have been reported as a result of this event.